Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-29 h6: investigation summary a device history record review was performed for provided lot number 0167451 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two physical samples were returned for evaluation by our quality engineer team. However, the two samples received were contaminated and the integrity of the samples appeared to have been compromised during transport. The samples were missing the tip caps, which resulted in a loss of saline. Despite the customer feedback stating 5ml of saline was left within the syringes, the received samples contained only 1-2ml of saline. Due to the contamination and the insufficient amount of solution left to carry out functional testing, this exact defect could not be substantiated by our quality engineer team. At this time, an exact cause related to the manufacturing process could not be determined for this incident. Our quality team will closely monitor the production process for any signs of this defect and any emerging trends. See h.10.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% plunger was difficult to move. This occurred on 3 occasions during use. The following information was provided by the initial reporter: on (B)(6), received from the customer: the caregivers told me they faced again the same issue on a different lot number. While rinsing a tubing, the syringe got stuck. There was 5 ml of liquid left in the syringe. Update on (B)(6) : 3 blocked syringes in 15 days nurse different syringe is blocked halfway the workers tested the syringe after the gesture: the plunger remains blocked.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% plunger was difficult to move. This occurred on 3 occasions during use. The following information was provided by the initial reporter: on sept 10, received from the customer, the caregivers told me they faced again the same issue on a different lot number. While rinsing a tubing, the syringe got stuck. There was 5 ml of liquid left in the syringe. Update on sept 23: 3 blocked syringes in 15 days; nurse different; syringe is blocked halfway; the workers tested the syringe after the gesture: the plunger remains blocked.